Event description:
It was reported that the patient's heart rate went down into the low 40s during adenosine stress test. The electrocardiogram showed pauses. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.